Manufacturer narrative:
The concomitant administration sets (2426-0007) have been received and the eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
Customer reported a secondary of magnesium infused faster than expected. The intended infusion rate was 12.5 ml/hr; however, the entire bag infused in 4 mins. Customer stated the primary fluid was connected to a pump module administration set and infusing through channel a. The magnesium was connected to a pump module administration set, infusing through channel b that was connected to the primary fluids below the pump module. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.